Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for an evlt procedure. At the conclusion of the procedure, after the physician withdrew the laser fiber, the tip of the fiber fractured off. This occurred outside of the patient, therefore, there was no patient harm or injury due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber. The returned fiber buffer had noted damage and the tip of the fiber was jagged indicating that there was a break. The customer's reported complaint was confirmed, the returned fiber was noted to have a fracture at tip. Although the complaint is confirmed, a definitive root cause for the fractured fiber/tip detached is unknown. A possible root cause of the fiber fracture could be due to handling when removing the fiber from the patient. Angiodynamics' supplier of this device was notified of the event.. Per the vendor's response, at the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).